Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis therapy. The cause of death was unknown. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a sample analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.